Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 13885 and data files were returned and analyzed. The data files showed the following system notices on the reported date of the event: 50005, 'the safety system detected fluid in the catheter and stopped the injection;' 50013, 'the refrigerant level was too low to continue;' and 50024, 'there was a problem with the refrigerant port.' Visual inspection of the balloon catheter showed that the device was intact with no apparent issues. Smart chip verification indicated the balloon catheter was never used. Without reprogramming, the balloon catheter was connected to the test console and it failed the performance test as system notice 50005 was triggered promptly on connection. Further analysis through dissection and pressure testing revealed a guidewire lumen kink and breach at 0.694 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.